Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was asymptomatic.

Event description:
New information stated that the device was explanted on (B)(6) 2018 following the battery performance alert (bpa) advisory. No further information was available.